Manufacturer narrative:
Correction to the initial MDR in block h6- device code & h10 related report number. Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no abnormalities were observed. Laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Based on all the available information, the cause of the reported air visible in the sheath was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path.

Event description:
It was reported that the faradrive steerable sheath clear was leaking from the side port of the handle junction. During an ablation procedure to treat persistent atrial fibrillation (af) and is considered off-label use, after gaining access, the versacross was exchanged for the sheath. Upon attempt to aspirate the sheath, a leak was observed in the side flush port handle junction. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis. It was further reported that during preparation, there were no abnormalities noted with the sheath. There were no damages to the luer. The method of irrigation used for the sheath consisted of a 1-liter heparin saline bag inflated to appropriate marker. The dilator was inserted over the versacross pigtail and the pigtail wire was removed. The physician was able to easily take out the dilator with no excessive force. The physician then attached a syringe to the 3-way stop cock and began to aspirate when the leak was noted. The leak was a slow drip and appeared to be coming from the side port, sheath handle junction. Air was not observed in the patient. The sheath is expected to return for analysis.

Event description:
It was reported that the faradrive steerable sheath clear was leaking from the side port of the handle junction. During an ablation procedure to treat persistent atrial fibrillation (af) and is considered off-label use, after gaining access, the versacross was exchanged for the sheath. Upon attempt to aspirate the sheath, a leak was observed in the side flush port handle junction. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis. It was further reported that during preparation, there were no abnormalities noted with the sheath. There were no damages to the luer. The method of irrigation used for the sheath consisted of a 1-liter heparin saline bag inflated to appropriate marker. The dilator was inserted over the versacross pigtail and the pigtail wire was removed. The physician was able to easily take out the dilator with no excessive force. The physician then attached a syringe to the 3-way stop cock and began to aspirate when the leak was noted. The leak was a slow drip and appeared to be coming from the side port, sheath handle junction. Air was not observed in the patient. The sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.